Event description:
It was reported that the patient¿s lead was not initially implanted at adequate level. It was placed too lateral. As such, surgical intervention took place wherein the lead was repositioned addressing the issue. The exact date of surgery is unknown.

Manufacturer narrative:
Date of event is estimated.The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.